Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's therapy cable was not functioning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device's therapy cable was not functioning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was evaluated by a stryker field service technician. The reported issue of the therapy cable not being recognized was not able to be verified and was not able to be duplicated. Root cause was not established. The device passed functional and performance testing and was returned to the customer.